Event description:
The customer reported the cvsm plug prongs had pitting marks. This incident was captured under hillrom complaint ref #(B)(4).

Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp), pulse rate (pr), noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. The device was not returned for manufacturer investigation, therefore no further investigation into the root cause of the reported issue could be performed. However, a previous investigation of this reported issue indicated the most likely cause of pitted plugs was due to electrical arching or sparking when plugging/unplugging the device from the power outlet. This may be a result of damage/bending of the power cord pins by the customer when unplugging or moving the device. Although the reported event did not result in a serious injury, the reported incident could contribute to a serious injury if it were to recur, therefore, hillrom considers this event reportable. Should additional information be provided, a supplemental report will be filed. However, based on the information provided at this time no further action is required.